Event description:
It was reported that this pacemaker was an attempted implant due to being in safety mode. The device was exchanged, and the procedure was successfully completed without adverse effects. The device is expected to be returned.